Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -3.0/+4.5/088 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted and then replaced with a shorter lens, the surgeon reporting excessive vault, significant reduction of irido-corneal angles (ica), and pas. The problem is resolved.